Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However technical support mentioned that per the error log pneumatics module ftc (failed to cycle) per the manual this is a bad ID efs (expiratory flow sensor) .the customer said he will change the efs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator occurred ventilation inoperable. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.